Manufacturer narrative:
As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed. The patient presented with pain and proximal femoral osteolysis. Some tissue staining was observed, and synovial fluid was not dark, but opaque. Proximal osteolysis was observed, and greater trochanter broke off during revision surgery. Acetabular cup was retained.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head and modular sleeve were removed. The acetabular cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the (known) devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. A review of the complaint history for the head, cup and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and this failure will continue to be monitored. Similar complaints have been identified for the cup and stem, however, these complaints are from the same patient / device. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, increased cobalt and chromiun ion levels are consistent with findings associated with osteolysis and pseudotumor; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.